Event description:
During cardiac cath, failure of balloon/stent to properly inflate and deflate, thus remaining in coronary artery. Several attempts to remove stent and balloon failed and pt went to the operating room. In surgery, the balloon was unable to be removed and the catheter and wire were cut and left in place.